Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, 20 tubes had air bubbles in the gel and the tubes pushed off needle during collection. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed; however, the indicated failure mode for tube push off was not observed. Thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to tube push off as all samples met specifications. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles with the provided photo; however, unconfirmed for the indicated failure mode of tube push off based on the retention sample test results. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, 20 tubes had air bubbles in the gel and the tubes pushed off needle during collection. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: it was reported that when using bd vacutainer® sst¿ blood collection tubes, 20 tubes had air bubbles in the gel and the tubes pushed off needle during collection. There was no report of patient impact. F.11. Imdrf annex a grid code: a150206 - difficult to insert (1316).

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, 20 tubes had air bubbles in the gel. There was no report of patient impact.